Event description:
It was reported that the device failed the defib test. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Pending.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the therapy pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.